Event description:
Per the clinic, the device was explanted on (B)(6) 2024. It is unknown if there are plans to explant the device and to re-implant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on april 08, 2024.